Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer reported to the emergency room (ER) on (B)(6) 2023 and was subsequently admitted to the intensive care unit due to a blood glucose (bg) level of 500 mg/dl. The customer delivered a bolus via the pump prior to going to the ER to address bg, and was treated with intravenous fluids of saline and insulin while in the ICU, which reportedly resolved the issue. At the time of the report with tandem technical support there was no permanent damage and the customer was still admitted to the ICU. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.